Event description:
It was reported that a revision surgery was performed due to total hip infection.

Manufacturer narrative:
The associated complaint devices were not returned. The clinica/medical team concluded, no clinical supporting documents were provided to conduct a thorough assessment of the reported issue. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.